Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 13 jan 2025 against "lot number" 5385430 and similar malfunction code(s) no malfunction based on complaint information, no malfunction based on complaint information, the review confirmed that lot 5385430 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 13 jan 2025 against "lot number" criteria equal 5385430 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint is 1. The complaint numbers are (B)(4). DHR review: the lot 5385430 was manufactured according to the work instruction (wi) version 12 and packaged in the machine multivac 09, on 04 may 2022, with a total of (B)(4). The sub assembly, assembly of quick set of the lot 5387900 was manufactured according to the wi 4905245 version 23 and manufactured in the line assembly of quick set, on 03 may 2022, with a total of (B)(4). The sub assembly, gluing tube of the lot 5387860 was manufactured according to the work instruction (wi) version 37 and manufactured in the machine 04 05 08, on 01 may 2022, with a total of (B)(4). Therefore, the overall review of the device history record (DHR) confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: device history record (DHR) review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: work instruction (wi) guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Work instruction (wi) guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information: all test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had hypoglycemia and was unable to self-manage for which patient was admitted in hospital on (B)(6) 2024.